Event description:
It was reported the system displayed a precharge fail error message. This message will result in a no boot situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.